Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the "led is not glowing". We are considering the led illumination issue to be power related. No pt involvement.